Event description:
It was reported that the insulin pump alarmed unexpected restart. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unit power up and alarmed a constant a13 alarm, problem isolated to m/b. Unable to perform excessive no delivery test or verify low battery, low reservoir, a17 or a21 error alarms due to a13 alarms. No cosmetic damage noted. (B)(4)